Event description:
Pt with veptr implants experienced left side mrsa infection.

Manufacturer narrative:
Manufacturer cannot be determined without a part number. Manufacture date and 510k/PMA cannot be determined without a part number and lot number. Investigation could not be completed. No conclusion could be drawn, as no device was returned, and no lot number was provided. This is one of 24 reportable veptr events.